Manufacturer narrative:
Corrected data: health impact code: 4625 - enlargement of incision should be added to initial MDR. Claim# (B)(4).

Manufacturer narrative:
Additional information: device evaluation: lens returned in a micro-centrifuge vial with moisture and residue on product. Visual inspection found optic torn and haptic torn with residue on lens. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -11.50/1.5/089 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Significant reduction of irido-corneal angels and excessive vault were observed, the lens was removed and exchanged for a shorter length lens on (B)(6) 2020 and the problem was resolved. Cause of the event is reported as patient related factor.